Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and occlusion are listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018 two xience sierra stents, sizes 2.5x18 and 3.0x28 mm, were implanted in the mid right coronary artery (rca). On (B)(6) 2019 the patient presented with unstable angina and was re-admitted to the hospital. Angiogram identified disease in three vessels, which included stenosis in the left anterior descending (lad), the left circumflex (lcx) coronary arteries and in-stent occlusion in the proximal edge of the proximal stent implanted in the rca. The three vessels were treated surgically, resolving the event and the patient was discharged on (B)(6) 2019. No additional information was provided.